Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred as customer attempted to complete the load process. Customer reported an elevated blood glucose (bg) level of 276 (mg/dl). A manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, customer was able to complete the load process. It was indicated that manual injections were available for diabetes management.